Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient scheduled for I and d for infection and poly swap. Upon exchanging attune poly size 8x12ps surgeon found tibial tray was loose at cement to implant interface. Cement used is unknown. It was also stated that he removed tray and inserted poly for temporary stability and administered a wound vac. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.